Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they first started having high blood glucose on (B)(6) 2017. They had high ketones. They received insulin shots at their doctor's office. They also changed their sites. The doctor did not put him in the hospital and sent him home. The customer's blood glucose level during the incident was 400 mg/dl. The customer's current blood glucose level was 314 mg/dl. Troubleshooting was performed. The customer stated they had changed their infusion set 4 times. The customer also reported that they had experienced a high blood glucose level of 585 mg/dl. The customer was on their back up plan as per health care professional's instructions. They will be sent a tubing clamp to perform the high-pressure test. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The test transmitter communicated properly to the pump. No unexpected suspend low alarm noted. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. The insulin pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.